Event description:
It was reported that a pt participated in a multi-center study of treatment for 1 or 2 level degenerative disc disease between l2 and s1. Pt was implanted with an anterior lumbar interbody fusion spacer at level l5-s1 size. Pt was also implanted with an anterior tension band (atb) plate at screw l5-l (left), screw l5-r (right), screw s1-l, and screw s1-r, with atb plate 449.074. Pt experienced pain for 10 months. Surgery date was (B)(6) 2005, and postoperatively pt experienced right sacroiliitis and motor vehicle accident, requiring physical therapy; pain modalities; pain medication. This is 5 of 5 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding device was used for treatment, not diagnosis. No sample was returned for evaluation. The lot number is unknown, therefore, a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.